Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported a rewind anomaly and motor error alarms. The incident was reported via phone call. Blood glucose at the time of incident was unknown. The customer stated that he worked for a research company and they had five pumps with issues. One had motor error alarms and the other four had rewind issues. He was advised to go through medtronic neuro because the pumps were from a third party. Troubleshooting was not performed. The devices were not returned for analysis.